Event description:
We were informed on (B)(6) 2024 that during an implant procedure, the reinshaw robot laser was at least I cm medial out of specification on the left staple/trajectory which led to an aborted procedure. The procedure took place on (B)(6) 2024 with dr. (B)(6) at the (B)(6) medical center. Please note this is not a device manufactured by (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).